Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 909mg/dl. The levels had been as low as 39mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had bent cannula. The customer declined to troubleshoot at this time. The customer was advised to treat with backup plan.